Manufacturer narrative:
Product ID unknown lot# unknown implanted: explanted:; product type lead. (B)(4).

Event description:
It was reported that following the trial, the patient woke up in excruciating pain in her lower right backside that persisted for 3-4 days. She had trouble using her right leg and it felt numb and she could not walk up the stairs. The patient was instructed to switch to the left side lead. The pain started getting better about 1 day later. Additional information has been requested, but was not available as of the date of this report.